Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 7 years since the subject device was manufactured. Based on the results of the investigation, it it likely that malfunction occurred due to the following: physical stress such as rubbing or hitting insertion section; chemical stress by conducting reprocessing not recommended in IFU (reprocessing manual); stress by inferior storage environment (in direct sunlight, at high temperature, in high humidity, exposed to x-rays and/or ultraviolet rays, etc.) However, a definitive root cause could not be determined. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: detection method is described in operation manual: chapter 3, 3.2. Preventive measure is described in operation manual: important information : please read before use: warnings and cautions, and also in reprocessing manual: chapter 1, 1.4, chapter 2, 2.1 and chapter 5. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additionally, the device evaluation found the grip unit was leaking, the scope mount was leaking, the protective coating on the insertion part of the device was worn, the universal cord had a wrinkle and was scratched, the angulation controls were out of specification and produced a noise while angulating, and the lens unit was humid. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the oes bronchofiberscope was leaking from the body control unit. The issue was found during regular reprocessing of the device. Inspection and testing of the returned device found the protective coating was peeling off the connecting tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.